Event description:
The resident inserted the tuchy and located it via the ultrasound; when the landmark was reached to be able to inject medication the resident and attending noted that nothing was showing on the screen to indicate the meds going in. It was then found that the tuchy needle had broken away from the hub and was not submerged under the patient's skin. Removed under fluoroscopy.